Manufacturer narrative:
Additional information received indicated this event was inadvertently reported since it was confirmed by the hospital there was no valve-in-valve event involving an sjm trifecta valve.

Event description:
The patient underwent a tavi procedure with a non-sjm tavi valve implanted within this 19 mm sjm trifecta valve. The procedure was required due to unknown etiology.

Manufacturer narrative:
Gtin number: not available since serial number is unknown